Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during an open reduction internal fixation (orif) procedure of the distal humerus, the surgeon was placing a 2.7mm cortex screw across the fracture, independent of a plate. During the final tightening of the screw, the screw head snapped off. The head was retrieved without any issue. The rest of the screw remained in the patient, as it still maintained the reduction of the fracture. The procedure was completed successfully. There was no patient harm or surgical delay reported. This is report number 1 of 1 for (B)(4).